Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the air gas module was returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. During test in a reference ventilator the gas module failed the pre-use check in the subtest "internal leakage test" and "flow transducer test". The test log from the pre-use check shows that the gas module deliver less air gas than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module that had an offset drift over time. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to september 16, therefore the date of event was determined as (B)(6) 2017. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2-sensor, air and o2 gas module was replaced. The gas modules regulate the inspiratory gas flow to the patient. The oxygen concentration to the patient is measured with the o2-sensor. The oxygen gas module was discarded at the hospital, no part was returned for investigation. A failure in a gas module leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. A failure in the o2-sensor will only affect the measured oxygen value. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017. No goods have been received, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported the ventilator generated alarm indicating fluctuations in o2 concentration during patient treatment. There was no patient harm. (B)(4).